Manufacturer narrative:
The lens and device were not returned for evaluation. A video was provided of the surgery. The device preparation and initial advancement are not shown. The device tip comes into view as it is inserted into the incision. The leading haptic is extended. The trailing haptic is in the plunger groove. As the lens is delivered, the plunger appears to have been advanced into/over the trailing optic edge. The area indicated to be foreign material appears to be edge damage from the plunger. This cannot be confirmed because the lens remains implanted. A non-qualified viscoelastic was indicated. Based on review of the provided video, the reported foreign material appeared to be optic edge damage. This cannot be confirmed because the lens remains implanted. The root cause for the "possible edge damage" may be related to a failure to follow the dfu. The plunger appeared to have been advanced into/over the optic edge causing damage. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a translucent foreign material was found to be adhered to the iol optic after the lens was inserted into the patient's eye. Part of the material was removed through aspiration and forceps, but part of it remained adhered. The lens remains implanted with no harm to the patient. Additional information was requested.